Event description:
A report was received that the patient was having drainage at the ipg site. The patient was given antibiotics intravenously on cycle, to clear the system. The patient underwent a pocket revision procedure as the location of the pocket was uncomfortable. The physician does not believe the patient had an infection and there was no seroma. The patient is reportedly doing well.